Manufacturer narrative:
[(B)(4)].

Event description:
Patient was injected revanesse versa into the lips, which the nurse had missed with 0.2cc of 1% lidocaine. The patient also received a cream on the lips which contained 23% lidocaine mixed with 7% tetracaine powder. Patient had an acute anaphylactic reaction getting injected into the lips, the symptoms of the patient include upper airway edema, shortness of breath, nausea, vomiting and tachycardia. During the time in the hospital the patient had received epi pen0.3mg im, pepcid 20mg im and solu medrol 125mg im in the urgent care. Later on she ws also given zyrtec, pepcid, prednisone and an albuterol treatment. Patient was discharged to home with no further issues and back to work normally.